Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the physician after receiving a notifier for out of range impedance. The right ventricular lead had a spike in impedance, but measured near the historic range while in office. The lead remains in use. No patient complications have been reported as a result of this event.